Event description:
The nurse reported the pt experienced rectal tearing while the fecal management device was used. No further info was provided.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. According to the initial reporter, this event occurred approximately twelve (12) times since (B)(6) 2013. Event dates for each occurrence were not provided. An individual FDA form 3500a wil be submitted for each case. No further info was available at the time of the report. Should additional info become available, a follow-up report will be submitted.